Event description:
Catheter was placed in 2006. Patient experienced poor flow rates. The catheter was replaced 40 days later.

Manufacturer narrative:
Catheter was placed in 2006 and was replaced 40 days later. The catheter was not returned to the manufacturer to evaluate. There was no patient death or injury. Spire will continue to monitor product complaints.